Event description:
An initial report of the potential for hospitalization was received by (B)(4) on 03-mar-2025 and forwarded to millyard advanced medical products, llc on 04-mar-2025. The patient reported that her pump alarmed pump failure. When she attempted to use her backup, she could not get the pump and remote to pair. Troubleshooting was unsuccessful. No adverse side effects were reported, and replacement systems were sent. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.